Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6) medical center a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that hub on a bd insyte¿ autoguard¿ bc winged shielded IV catheter was found to be clear instead of the standard manufactured color of pink. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: picture samples were received for evaluation by our quality engineer team. Upon examination, one of the photographed adapters was observed transparent in color. The discoloration of the transparent adapter was noted to be a manufacturing molding process related issue. The catheter-adapter did not receive the appropriate amount of colorant during the molding process. There is also the potential that the color of the adapter can fade over time. Device/batch history record review findings: lot 7136591; was built and packaged on afa line 9 on 22may2017 through 24may2017 and packaged on line 10 for the quantity of 109,410ea. DHR review disclosed no indication of the alleged defect as it was noted that there was one non-related qn and no related reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product for the reported defect. Set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test passed per specification. Sap (qn) database review findings: subject code was an s1 severity ranking. Review was conducted for this MDR- level a investigation. Review disclosed that there was one non-related qn and no reject activity findings relevant to the reported defect associated with the lot number provided for this incident. Review was conducted for the winged adapter associated with this build (part # 8015033, lot # 7080543); as a result of the review there were no reject activity findings relevant to this reported incident. Observations and testing: although units were not returned; photos were provided for the evaluation of this incident, which revealed the following: photo revealed to 20g bd insyte autoguard blood control IV units with the protective needle cover removed. The adapter on one of the units was transparent in color and the other was pink in color. Photo revealed two similar opened packages and units as a comparison to each other in color: 1st unit was from lot 7136591 which revealed an adapter transparent in color. 2nd unit was from lot 7282825 which revealed the adapter was pink in color. Both units were with the needle fully retract and the catheter/adapter assembly without the needle cover and separated from the needle so as to be clearly visible. The discoloration of the transparent adapter (lack of color) was noted to be the peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Root cause is determined to be related to manufacturing / molding - the transparent winged adapter did not meet specifications per pps-001. The catheter/adapter did not receive the appropriate amount of colorant mixed with the base color during the molding process. There is the potential that color of the adapter can fade over time. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.